Manufacturer narrative:
Product event summary: initial analysis in the country in which the event occurred was unable to confirm the customer comment of the device suddenly turning off. Since the micro processor unit (mpu) was replaced at initial analysis, final analysis was unable to confirm the customer comments, as well. However, multiple errors were found in the logs. The power supply was replaced as a preventive measure for the device suddenly turning off. Since there was a new mpu in the device, it powered up to an error; the hard drive was reconfigured, and the software was reloaded and updated. It was also noted that the system fan was noisy, so it was replaced. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer suddenly turned off before a patient check. The programmer worked after a restart. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.